Event description:
The facility reported a colleague infusion pump with an unresponsive stop button on the pump head module keypad. This was identified during biomedical testing. No pt injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up will be filed upon completion of an eval or if any additional information becomes available.